Event description:
The customer reported a high blood glucose level, though the specific value was unknown and displayed as "high." Cause was not known. The customer took corrective action by administering a correction bolus via the pump, and the technical support team instructed the customer to inspect various components, such as the infusion set and tubing, confirming no issues were found. The customer requested a replacement cartridge and was advised to consult a healthcare professional to discuss factors affecting blood glucose.